Event description:
The reporter stated the surgeon attempted to insert a cc4204bf collamer single piece lens but the lens became stuck in the cartridge. There was no pt contact or injury. The reporter stated the cause of the lens becoming stuck in the cartridge was due to a loading error.

Manufacturer narrative:
.